Manufacturer narrative:
D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Results of investigation: while performing the calibration the o2 supply pressure is not connected with the unit. User failure. Gas path test shows that the pressure limiter is 2.9 bar (max is 2.7).

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : requested troubleshooting

Event description:
It was reported to vyaire medical that during servicing the bellavista 1000 ventilator has given no o2 dosing possible fault. No patient involvement was reported.